Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital in may for diabetes related issue. The customer's blood glucose was 182, 179 mg/dl. The customer was treated with the manual injection. Was hospitalized due to kidney and dehydration and she mentioned it was kinda diabetes related since she took insulin for 30 minutes but she had sinus, throat and kidney infection and diarrhea, she also had symptoms of hypoglycemia and had fall. She has congestive heart failure and taking nitroglycerin medicines for her heart. The customer required the programming assistance. The product will not be returned for analysis.